Event description:
It was reported that the patient had her original device explanted in (B)(6) 2012 due to an infection. Her implantable neurostimulator (ins) and lead were replaced on (B)(6) 2012; the ins was placed on the left side to avoid the last infected site. Additional information received reported that the onset of the patient's infection occurred on (B)(6) 2012. The patient did not have meningitis. Symptoms were redness, swelling, pain, itching, and rash. The primary location of the infection was in the device pocket. A culture was obtained from the device pocket, and (B)(6) was cultured. The patient was treated with one intravenous (IV) dose of antibiotics in the operating room (or) during explantation of her device and given oral antibiotics afterwards. The patient's infection was resolved.

Manufacturer narrative:
Product ID: 3093-28 lot#: v913910 serial#: implanted: explanted: product type: lead product ID: 3037 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).